Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. All codes pertain to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 3 mg/ml morphine at 0.25 mg/day via an implantable pump for non-malignant pain. It was reported that the physician did not think the catheter was working properly. When the hcp went in to replace the catheter, he found that the very tip of the connector piece that would attach to the pump was broken off completely. The pump and catheter were replaced. No environmental, external, or patient factors were noted to have led or contributed to the issue. No diagnostics were known to have occurred prior to explant. The issue was considered to be resolved and the patient was noted to be alive - no injury. It was noted that the patient was on morphine 30 mg/ml and a dose of 5 mg/day prior to surgery, but was not getting any drug due to the catheter being disconnected. The patient was then started out on 3 mg/ml morphine at a dose of 0.25 mg/day. No symptoms were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.